Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. All keypad buttons were responsive to button presses during testing. The keypad was removed and no evidence of contamination was observed on the button contacts. The pump was opened and no evidence of the moisture corrosion was observed near the keypad connector. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the display was dim an discolored; the cartridge compartment was chipped and cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.